Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 97 to 165mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test during call refused. Verified storage of test strips is not within instructed spec since they are kept in purse and temperature outside is above 89 degrees fahrenheit. Test strips lot MFR's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 232mg/dl, (B)(6) 2015, 12:13pm; 256mg/dl, (B)(6) 2015, 06:09am; 258mg/dl, (B)(6) 2015, 03:11am; 237mg/dl, (B)(6) 2015, 03:09am; 178mg/dl, (B)(6) 2015, 07:18pm; adverse event not reported.